Manufacturer narrative:
Correction information: g6: follow up #1, h2:if follow-up, what type? H3:device evaluated by manufacture, h6: coding changed based on the investigation result (health effect - clinical code, health effect - impact code). Additional information: h4:device manufacture date.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no video image" involving pentax model eg-2990i/ serial (B)(4). No further information was provided. Pentax has made 3 good faith effort attempts to collect additional information from the facility. No further information has been received to date. The device was returned to pentax. Pentax service inspectional findings included: operation channel- primary slice by accessory, leak at biopsy channel (large/ primary) inlet side, left light carrying bundle distal cover glass cracked, image blackout, fluid invasion in segment section, fluid invasion in control body, failed dry leak test, pve electrical connector frame has severe corrosion, endoscope failed electrical safety test - plct, umbilical cable severe crush, failed wet leak test, control body severe corrosion inside, up/ down angulation tight, hole in # 1 remote control button cover, fluid invasion in pve connector, hole in # 2 remote control button cover, up angulation decreased, right angulation decreased, left angulation decreased, down angulation decreased, right/ left angulation tight, glass rod assembly broken, umbilical cable, single loose threads on lg column repairs were performed on the device which included replacement of the following components: o-rings and seals, distal end assy with tubes, light guide fiber bundle (lcb), adjusting collar, distal attaching plate, segment assy attaching screw, insertion flex tube, segment attaching screw, staycoil collar, segment staycoil, assy pb-free, rl pulley assy, ud pulley assy, connecting receptacle(2), connecting receptacle, intermediate plate, pcb for r.c switch pb-free, remote control button, switch with base plate no1 pb-free, switch with base plate no2 pb-free, air/water supply tube lg, jet supply tube lg, suction channel lg, light guide cable, shield pipe for ccd, signal wire for ccd, conductive plate, bending rubber, electrical connector assy, base plate, pcb for ccd drive pb-free, o-ring (1.8 x 19.8), light guide column, rl lock base unit, ud lock base unit, rl lock rotating disk, r/l lock adjusting ring, glass rod assy. The device was shipped back to the facility. .

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.